Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software investigation led to suspected hardware drift occurring when the reported issue occurred. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the images produced by the imaging system were low quality. The site elected to use the images and continue with the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.